Event description:
It was reported that the left ventricular lead was not capturing. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was electrically abandoned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).